Manufacturer narrative:
D9: return date: 17-may-2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge. Visual inspection found the optic and haptic deformed. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1; -3.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting. On (B)(6) 2022 the lens was explanted. This resolved the problem.

Manufacturer narrative:
(B)(4). Claim# (B)(4).